Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2021 the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure and a stroke (disease under study) and medication was administered. The outcome of the adverse event was death to the patient. No further information is available. Updated information: additional information received reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2021 in addition to the patient experiencing a hemorrhage, the patient also suffered a malignant brain edema and left sylvian malignant infarction. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure and a stroke (disease under study) and medication was administered. The outcome of the adverse event was death to the patient. No further information is available.

Manufacturer narrative:
B5 executive summary - updated. F10 / h6 clinical signs code ¿ updated. Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a clinical study, a serious adverse event occurred: hemorrhage, stroke, malignant brain edema, left sylvian malignant infarction and death. The reported patient hemorrhage, blood loss with sequalae, patient death, patient stroke and patient complications is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2021 the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure and a stroke (disease under study) and medication was administered. The outcome of the adverse event was death to the patient. No further information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during a clinical study, a serious adverse event occurred: hemorrhage and patient death. Good faith effort attempts to contact the person(s) with investigation information (hospital or surgeon in this case) concluded that no additional information can or will be provided; customer / sales rep confirmed that no further information will be released by the hospital or surgeon. The reported events of patient hemorrhage, blood loss with sequalae and patient death are a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported between end of procedure and the 1 day post procedure follow-up thrombectomy procedure on (B)(6) 2021 the patient experienced a hemorrhage. It is noted that the adverse event has possibly relationship to the subject study retriever device, thrombectomy procedure and a stroke (disease under study) and medication was administered. The outcome of the adverse event was death to the patient. No further information is available.